Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 205mg/dl. The caller stated that insulin squirted out during the manual prime process, and the device was stuck on the prime loop. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an alarm during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk.